Event description:
The patient had knee pain ¿for years¿ and the pump was only to help her with her back pain. The patient was prescribed pain medication (norco) for her knee. The patient¿s healthcare provider (hcp) found out and dismissed the patient. The patient missed a pump refill on (B)(6) 2014. The patient did not hear a pump alarm. The patient¿s old back pain had been returning since the week prior to the report. The patient had an appointment scheduled with an hcp on (B)(6) 2014 but the patient was unsure if the hcp would agree to refill the pump. The pump was used to deliver bupivacaine, baclofen and morphine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).